Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A patient experiencing acute myocardial infarction/cardiogenic shock implanted with an impella cp pump was escalated to an impella 5.5 pump. During impella 5.5 pump support the left ventricle wave forms were vastly negative and diminished in the bottom of the screen, which was noted to have immediately started upon the impella 5.5 pump start. Proper position was verified in multiple angles on transesophageal echocardiogram. However, despite correct position, diminished wave forms persisted. The pump was explanted. There was no report of harm to the patient.

Manufacturer narrative:
Impella 5.5 pump was returned. Visually inspected and no physical damages, kinks or abnormalities found. Optical bench 5s parameters were verified to be in normal range and light continuity test passed without any issues. No placement signal issue alarm reproduced. Borescope view of cannula obtained, and biomaterial was observed inside the cannula. Low flow reproduced with biomaterial during testing. No other issues were found. Data logs were reviewed, and several suction alarms and low flow observed during most of the case. Saturated flows were found at p-4 for a duration of 1 hour post 1.5 hours of pump support. Remaining whole case, it was found to be low flows and suction alarms. No optical signal issues were found. The cause of the low pump flow issue was due to biomaterial per return product investigation and log review. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12135: d4 model number.